Event description:
Concerns with the bilateral plating that was used for patient's surgery. During post op visit and x-rays approximately 2 weeks later, it was found that the right plate was shattered. Per the office note: "he was scheduled for surgery approximately 1 week later for right hip hardware removal/revision." Per the or note on the date of the surgery: "we opened up the previous sutures and we opened up the fascia and then we elevated the vastus musculature. He had osteotomy hematoma that was stable that we evacuated at that time. He had significant shortening at this site, and he had what appeared to be a catastrophic failure of the plate, breaking at the first proximal compression hole of the blade plate. Pt was seen post operatively approximately 1 month later. X-ray at that time showed "hardware failure on the left hip. He was scheduled for hardware removal/revision approximately 2 weeks later. Per or note: "we incised the skin sharply with a #15 blade, dissected down through subcutaneous tissues down to deep fascia. We opened the fascia in line with the incision. We elevated all subfascial adhesions. We elevated the vastus musculature off the underlying plate. We found the broken plate. The osteotomy for the most part was in appropriate position and it had nice bone healing, but we took out the plate without any difficulties, sent it off to the company for implant assessment due to premature failure."